Event description:
During testing at the user facility, it was noted that the ground prong of the ac power cord was broken. The device was returned to the biomedical dept. For an unspecified reason. No tracking info was provided; therefore, specific pt info, device programming or, event details were not available. There were no reported adverse patient events or delays in critical therapy while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
A field service rep performed testing and investigation at the user facility. During testing, it was noted that the ground prong of the ac power cord was broken. This report is being made as part of a retrospective review. No further testing or investigation will be performed. This report represents all the info known by the reporter upon query by hospira personnel.